Event description:
The report received from the affiliate indicated that during a carotid artery stent implantation, pre-dilation was conducted with an aviator plus 4.0/20mm. Balloon catheter (bc/complaint product #1), but the balloon ruptured at 6atm. Therefore, the aviator plus was retrieved from the patient, without issues, and a new aviator plus 4.0/30mm. Was used instead. Then, a precise pro rx 6.0/20mm. Stent (complaint product #2) was delivered to the right internal carotid artery (rica) target lesion. The stent was deployed, but the stent jumped approximately one (1) cm. Distally during the deployment. An additional precise 8.0/30mm. Stent was implanted between the internal carotid artery and the common carotid artery. There was no resistance or difficulty during deployment. The entire lesion was fully covered and the procedure was finished successfully. The stent expanded fully with good wall apposition. There was no patient injury reported. The products will not be returned for analysis. The target lesion was the right common carotid artery and the right internal carotid artery. The lesion was reported to be: a 90% stenosis, moderately calcified and moderately tortuous.

Manufacturer narrative:
Bc: aviator plus 4.0/30mm; stent: precise pro rx 8.0/30mm; filter guidewire: angioguard. Regarding the precise stent: the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled properly according to the instructions for use (IFU). The product was inspected and prepped according to the IFU with no problems noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. The aviator bc will be reported via asr reporting.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a carotid artery stent implantation, pre-dilation was conducted with an aviator plus 4.0/20mm. Balloon catheter which ruptured at 6 atmospheres. The aviator plus was retrieved from the patient and a new aviator plus 4.0/30mm. Was used. Then, a precise pro rx 6.0/20mm. Stent was delivered to the right internal carotid artery (rica) where it was deployed. However, it was reported that the stent jumped approximately 1cm. Distally during the deployment. An additional precise 8.0/30mm. Stent was implanted between the internal carotid artery and the common carotid artery to fully cover the lesion. There was no resistance or difficulty during deployment. The entire lesion was fully covered and the procedure was finished successfully. The stent expanded fully with good wall apposition. There was no patient injury reported. The target lesion was the right common carotid artery and the right internal carotid artery. The lesion was reported to have a 90% stenosis, was moderately calcified and moderately tortuous. The precise stent temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled properly according to the instructions for use (IFU). The product was inspected and prepped according to the IFU with no problems noted. The products were not returned for inspection. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15495523 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported balloon burst. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' In order to provide a complete analysis of the reported issue of 'stent jumping' during deployment live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. To date these films have not been provided by any of the accounts. As such, we take this opportunity to provide excerpts from the instructions for use that relate to this issue for review. The instructions for use advises the user to: advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Deployment; verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands ("pin and pull" method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With review of the device history records, there is no indication that the event is related to the manufacturing process. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event. The products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.